Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the recharger 97755 intellis rtm (s/n: (B)(6)) was unable to replicate the controller going blank when charging the ins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was pt reported that their controller went unresponsive and blank yesterday while charging their implant. Pt said that they have had intermittent charging with their implant for months now and the issue is getting worse. Pt said that the charge quality with their implant while charging goes back and forth from "excellent" to "good". Pt said that today was the first time in weeks they were able to charge their implant to 100%. Pt said that they had a bad fall at the end of march and they stayed with their daughter and did physical therapy for over a month after the fall. Pt said that they were worried that the fall was causing the charging issues. Pt said that when they spoke to medtronic rep about the issue today they didn't think the fall was the issue with the charging and that they just needed a recharger replacement. When pt was reading recharger serial number off the relay box on the recharger, the pt said that the relay box gets quite warm. Pt also said that the recharger antenna gets quite warm too and more towards hot. Pt said this doesn't happen on their back while charging the implant but when they take the recharger off they can feel how warm it is getting then. No symptoms were reported.